Event description:
It was reported that patient had a loss of therapeutic effect that was gradual. The patient experienced shocking /jolting sensation. It was noted that impedance testing, x-ray and reprogramming was performed. The cause of the event was not determined. The patient consistently complained of lower back pain throughout the duration of therapy. The device was turned off and patient reported relief of back pain during device being off. The device was explanted. The patient status was reported as ¿alive - no injury¿. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va07k1c, implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
Analysis of the ins ((B)(4)) found no anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.